Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. This report is for one (1) unknown variable angle (va) screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that a patient was implanted with unknown synthes devices on an unknown date to repair an unknown fracture. Postoperatively it was identified that the unknown variable angle (va) screw had "unlocked" from the plate. No additional information is available regarding this complaint, including patient or procedure information. Concomitant devices reported: synthes plate (part #: unknown, lot #: unknown, qty: 1; synthes screws (part #: unknown, lot #: unknown, qty: unknown). This report is for one (1) unknown variable angle (va) screw. This is report 1 of 1 for complaint (B)(4).